Event description:
The customer reported the clinical information center pro was not audibly alarming, though visual parameters and messages were available on the display. The customer stated the issue was immediately noticed by the medical staff. The customer biomed determined the speakers were functional at the time, but no audible sounds were being generated. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.